Manufacturer narrative:
After installing the battery the insulin pump shows low power battery sign and no key function due to corroded battery tube compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.